Event description:
It was reported, the pt's scs ipg was depleted. The physician explanted and replaced the ipg. The pt reported effective stimulation therapy post operative. The explanted device will not be returned to sjm.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.